Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) contacted technical services due to device beeping. Technical services explained a red alert has been detected by the device due to high out-of-range shock impedance. The patient was referred to their clinic for follow-up. No adverse patient effects were reported. The ICD and right ventricular (rv) lead remain in service. To date, no additional information has been received. Should additional follow-up information be provided in the future, an updated report will be issued.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) contacted technical services due to device beeping. Technical services explained a red alert has been detected by the device due to high out-of-range shock impedance. The patient was referred to their clinic for follow-up. No adverse patient effects were reported. The ICD and right ventricular (rv) lead remain in service.